Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during a device replacement procedure for normal battery depletion. It was reported this rv lead due was exhibiting noise and oversensing. There was no impact to the delivery of pacing therapy. No adverse patient effects were reported.